Manufacturer narrative:
Awaiting return of parts.

Event description:
The international distributor reported the ventilator went vent inop and alarmed while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor requested replacement of the air flow sensor, sensor pcb board, analog pcb board and cpu board to complete the repair.